Event description:
It was reported that the patient had a full spinal cord stimulation (scs) leads, extensions, and neurostimulator replacement. It was noted that the reason for the replacement was normal battery depletion. It was further noted that there was no patient death or injury and the patient recovered without sequela.

Event description:
It was reported that elective replacement indicator code was seen about 2 to 3 weeks. The spinal cord stimulator was still working. It was noted that patient will schedule replacement with clinic. Patient had two quad leads and used the implantable pulse generator at 8 to 9 volts 24/7 since implant. No other malfunction was noted except two known electrodes were >10,000 impedances which was known prior to last replacement [refer to manufacturer report # 3004209178-2012-01438]. Leads were being revised as well. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Corrected information:no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 748940, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 748940, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 74002, lot# n267603, implanted: (B)(6) 2012. Product type: adapter: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 3550-29, lot# n234588, implanted: (B)(6) 2012. Product type: accessory: product ID 3487a-45, lot# j0357397v, implanted: (B)(6) 2004. Product type: lead:product ID 3487a-45, lot# j0357397v, implanted: (B)(6) 2004. Product type: lead. (B)(4).

Manufacturer narrative:
No device analysis was performed; the device met risk based criteria.